Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: light cord inserted in the wrong of light source. Probable root cause: light source boot, jaw assembly, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a burn in the drape. No one was injured and the procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a burn in the drape. No one was injured and the procedure was completed successfully.